Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damaged keypad trace. The insulin pump was received with minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error, which the customer was able to clear. But, then, the numbers started scrolling. The customer stated that it was very humid. The customer's blood glucose was 226 mg/dl. The discontinuation of the device was advised. Nothing further was reported.